Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 301 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a button error alarm, and unresponsive buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.